Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient was showing signs of infection and did wash out and poly swap on (B)(6) 2017. The patient was revised again to address infection on (B)(6) 2017. They removed the knee and replaced with an antibiotic spacer. Doi: (B)(6) 2017; doi poly insert: (B)(6) 2017. Dor: (B)(6) 2017.